Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 398.752, lot: 10-7739, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 27. May 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service and repair evaluation: the repair technician reported that the handle was creaked and synthetic screen was missing. Cracked/broken handle is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2022 , the devices are stuck as reported by the reps. It is unknown if there was a patient involvement. This report is for one (1) sliding mechanism this is report 1 of 2 for complaint pc-(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.